Manufacturer narrative:
This report is being supplemented to provide the legal manufacturer¿s investigation summary regarding this report. Olympus received the complaint device for physical evaluation and confirmed the customer's report that the, the instrument channel port (k-mouthpiece), locating agent (key) and rubber ring were missing. No damage was detected on the grip and the k-mount. Multiple attempts were made to gather additional information from the customer were made with no response. The indicated event (missing instrument channel port) is a failure of the subject device. A review of the product labeling provides the following information: labeling review (effect of misuse): no information about misuse. However, as long as the rubber ring and the key were in place, the k-mouthpiece cannot be detached. (The fact of k-mouthpiece detachment shows that the rubber ring and the key detached earlier.) The following description is included in the IFU (operation manual) of the product. It can be inferred that the customer's device handling might have deviated from the IFU. 3.3 inspection of the endoscope : inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. From the complaint information, the cause of occurrence of this event or the root cause cannot be identified. On the basis of the information provided, it is inferred that some excessive stress that was applied to the rubber ring and the key led to the detachment of the k-mouthpiece. From the fact of non-damaged grip and k-mount, the possibility of disassembling by the customer or a third party is also considered. Further identification is not possible since additional information was not obtained from the customer.

Manufacturer narrative:
The device was returned to olympus for evaluation. The device was visually inspected and dents/bites were found in the insertion tube. Dents were also found in the light guide tube. The control body was missing the biopsy port and there were leaks/channel leaks. In the bending section, there was no continuity reading and the shrink tube was cut. Insulation testing could not be performed. The cause of the reported event cannot be determined at this time. If additional information becomes available at a later time, this report will be supplemented.

Event description:
It was reported that during reprocessing, it was found that the biopsy channel had broke off from the device.